Event description:
During an in clinic follow up, a loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed a lv lead dislodgement. The lv was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification. Visual inspection of the lead did not find any anomalies.